Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they had their implantable neurostimulator (ins) revised and implanted deeper, because they had lost 120 pounds. It was noted that the revision occurred on (B)(6) 2018. The patient stated that since the revision, they have not been able to recharge the ins. They indicated that when they try and recharge it, they experience shocking and burning at the ins site. The patient stated that the burning feels like a ¿soldering iron¿ at the ins. They also mentioned that the ins has been depleted since a few days post revision. The patient added that they are in pain because they cannot use their therapy. The patient stated that they spoke to their physician, but was redirected to call patient services. Additional information received from the manufacturing representative indicated that the patient was not getting any coupling bars filled in when recharging. The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reiterated the issue of getting zero coupling boxes and the shocking sensation while charging. X-rays were obtained it appeared that the ins was flipped, with the writing/recharge coil interior (towards the back). The clinician programmer and patient programmer were showing that the ins was depleted. Antenna locate was attempted and the values were between mid 40s to mid 50s. It was noted that the patient could easily feel the ins (no swelling noted), although it did feel slightly tilted and the top was deeper than the bottom which was more superficial. Using another insr did not resolve the coupling issues. It was further noted that the patient would need a revision. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomalies and the ins was functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-mar-08 reporting that there was an ins revision to correct a suspected ins flip. However, the ins was not found to be flipped. Even though there was not a visible ins flip, the ins was replaced due to the recharging issues. The patient had been unable to recharge after losing weight. During the pocket revision, the hcp noted that the ins was not any deeper than any other patient they had implanted. No further complications were reported.

Manufacturer narrative:
Correction: event is a serious injury (patient had revision surgery). Correction: previous supplemental report aware date is (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report will be sent when analysis results are available. No longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2018-mar-21 reporting that the revision was on (B)(6) 2018. Upon opening the pocket it was revealed that the battery was not flipped. The device was replaced. It was confirmed that the patient had been able to recharge with the new battery with no issues. No further complications were reported.